Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 292 mg/dl while wearing the pod for less than 1 hour. Due to elevated bg levels, patient was unsure if the cannula was properly seated in the infusion site. The pink side did not move forward as well.

Manufacturer narrative:
The device completed the priming sequence in an expected number of pulses. The data presented timeouts and a drive stall during second prime, preventing the deployment of the needle. The device reached an 0x3d alarm after completion of second prime, indicating the sma assembly prematurely made contact with a hook switch. Corrosion heavily coated multiple device components, indicating a large amount of fluid entered the device. A leak test was performed, and no leaks were observed. Scratches were observed in line with the housing vent, indicating it was scratched off. The missing housing vent would allow fluid to enter the device. It cannot be conclusively determined if nor when fluid entered the device through the missing housing vent.